Manufacturer narrative:
H6: the dme advised ventec that their procedure is to return to the patient after 30 days. The device will not be returned to ventec for an evaluation at this time. The cause of the patient's alleged discomfort could not be determined.

Event description:
The following was reported to ventec via email by a patient: "I have a vocsn through a dme and I'm having issues with a strong chemical smell coming from the unit. I have been non-compliant due to this and it makes me dramatically worse for days after use. The dme claimed they replaced all internal filters and gave me the external one new in the bag to swap out, but the smell is still there in full force. It's so strong that it impregnates the tubing and mask with the smell too. I don't know if their other filters had been new or opened, or if the rt just said he changed them out and actually didn't. Other people have smelled the air coming out of the machine and agreed that it can't be used, other than the dme who is pushing for compliance and possibly is noseblind to it because their facility reeks of this when you walk into their business. I have told them about this numerous times". Ventec contacted the patient's dme for additional information. The dme informed ventec that the patient contacted them to report that she was experiencing discomfort while using the device, even though her doctor had adjusted the settings twice. The dme advised ventec that the patient uses the device for ventilation and that they had visited the patient at her home on the day of reported event (10/22) to assist with getting her comfortable on the device; however, per the dme the patient remains non-compliant. Ventec requested additional information on the patient's description of getting "dramatically worse", but the dme was unable to provide further specifics.